Event description:
It was reported that a malfunction alarm occurred with a specific malfunction code that persisted even after attempting to reset the pump. There was no reported impact on the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, but when the issue reoccurred, the decision was made to replace the pump. The customer was also instructed to use a backup method, multiple daily injections (mdi), to ensure continuous insulin delivery and was informed on how to properly store and return the faulty pump.